Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number c1781500 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 02 apr 2021. On evaluation of the device, 01 kink was observed; ¿5th porthole on tapered end of stent¿. The evaluator also noted a ¿0.035 inch wire guide could not pass the kink¿. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1781500 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1781500. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per c1781500 also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045-7) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4) stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for erbd with an endoscopic approach via duodenal papilla. The target site was common bile duct. The physician attempted to advance the reported stent over a wire guide (visiglide2 0.025inch/olympus) as to place the reported stent in the common bile duct, but the pig-tail part of the reported stent got kinked, and the wire guide could not pass through the reported stent. ((B)(4)) therefore, another zebd-7-7 was used instead. The wire guide used with the substitute zebd-7-7 was also visiglide2 0.025inch/olympus. ((B)(4)) lab evaluation was competed on (B)(6) apr: kink at 05th porthole of tapered end. No adverse events to the patient were reported.